Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up, a sensing anomaly was noted due to inappropriate programming made by the physician. The device was reprogrammed from bipolar to unipolar configuration and sensing was normal. The patient was stable.